Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. An x-ray was performed which was unremarkable for a lead fracture. A revision procedure was performed and the atrial lead was removed from service and replaced. Visual inspection of the lead was also unremarkable for a fracture. No additional adverse patient effects were reported.